Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was incorrect. After customer reloaded cartridge, an accurate insulin gauge reading was received. Customer's blood glucose was 143 mg/dl.